Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the e224 scope communication error was found on monitor due to a faulty cable. There was no sense of switch depression for buttons due to a damaged switchboard and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had no image. It was noted that the issue was found during preparation for use and the procedure was completed. Its unknown if the procedure was completed with the subject device. There was no delay in the procedure. There were no reports of patient harm associated with the event.